Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information the additional graftmaster device is filed under separate medwatch report number.

Event description:
It was reported that the patient presented with a aneurysm in the distal left anterior descending (lad) artery. A 2x8x19mm rx graftmaster was advanced but had difficulty advancing to the lesion due to anatomy. The device was removed so that guide wires can be exchanged and ultimately re-dilating the lesion with a 3.0 balloon at nominal pressure helped open the vessel up more so the rx graftmaster could then advance without issue. The covered stent was deployed at 8 atmospheres and the aneurysm appeared sealed. Then a 3.0mm balloon was used to inflate the lesion area to nominal pressure. This then did release the aneurysm again. Proximal to the first stent, a 2.8x16mm rx graftmaster was deployed at 18 atmospheres to seal as there might have been some leaking between the stent and the vessel leading to recurrent aneurysm. There was no flow at the aneurysm at this point. A 3.5mm balloon was then taken and inflated to nominal pressures. The patient then became hypotensive. There was no compromise in flow in the lad or circumflex artery. Because of persistent chest pain, physician took a non-abbott catheter in and shot the right coronary artery as there were inferior st depressions. There was no evidence of any acute issues in the moderately diseased right artery. However before taking the patient off the table, the lad covered stents were checked and there was acute stent thrombosis. A 3.0mm balloon was taken to nominal pressure twice and patient was started on medication (integrilin). Timi-3 flow to timi-1 flow was restored. Hemodynamics improved, st depressions improved and patient was quickly weaned off pressors. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. It was reported that the graftmaster rx covered stent delivery system was being used to treat an aneurysm. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. It was reported that the graftmaster was deployed with a maximum pressure of 18 atmospheres (atm). It should be noted in the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use specifies the rated burst pressure (rbp) is 16 atm and clearly states not to exceed the rbp. In this case, it is unknown if the IFU deviation directly caused or contributed to the reported event. The reported patient effects of thrombosis and hypotension are listed in the graftmaster rx coronary stent graft system, instructions for use, as known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.